Event description:
It was reported that a customer's pump touchscreen was unresponsive. There was no reported impact to the customer¿s blood glucose level. The pump was no longer under warranty, and the customer not to return it. No additional information was received regarding the outcome of the event.